Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's touchscreen was unresponsive. There was no harm or injury reported. The device was evaluated by a third party field service engineer and the customer's complaint could not be confirmed. The device operated and alarmed as designed.

Event description:
The manufacturer received information alleging a ventilator's touchscreen was unresponsive. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.